Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/23/2017 with the following findings: the black box and cgm history show evidence of ¿cs215¿ cgm failure warnings. A test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, unable to duplicate ¿cs215¿ complaint. The pump¿s cover was removed, intermittent condition was found to the cgm module due a cold solder connection at the inter-board gold pin. A battery compartment crack was found at case seal. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 01/23/2017.